Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a failure in the six-channel aperture preamp card and replaced the part. (B)(4).

Event description:
The customer reported a coulter lh 780 hematology analyzer generated white blood cell (wbc) voteouts. There were no erroneous results generated and patient treatment was not impacted in connection with this event.